Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was confirmed. The root cause was use error 'incomplete connection'. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a hp that was requesting assistance in ending therapy due to a heater bag becoming disconnected, which occurred on the homechoice (hc) during drain 1. The technical service representative (tsr) assisted as requested and advised the home patient (hp) to start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance was contacted by the home patient (hp) regarding the reported event. The hp stated they left the connection loose causing the disconnection. The hp stated they have been performing therapy well in general. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.